Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and creases. A weight test of the device was performed which verified the device as underweight. A microscopic analysis was performed which identified a sharp break and wear abrasion. A dimension measurement in the shell was performed which identified the shell thickness within specification. Based on the device analysis, the final assessment is a sharp edge break on the posterior side assessed as an unidentified tear opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation reported as rupture and "fluid pockets". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time . This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's spouse reported a right side rupture and "fluid pockets". Device remains implanted.